Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2023 by arthroscopy, titled ¿clavicular tunnel widening after acromioclavicular stabilization shows implant-dependent correlation with postoperative loss of reduction¿. The study reviewed sixty-five (65) patients that underwent underwent athroscopically-assisted stabilization for an acute (trauma/surgery interval < 3 weeks 26) rockwood type 3 to 5 ac joint injury, using ac dog bone / low-profile ac button (arthrex). During the 6-month follow-up period, twenty-six (26) patients experienced isocortical button sintering / migration into clavicular cortex. Source: bellmann, f., et al. (2023). "Clavicular tunnel widening after acromioclavicular stabilization shows implant-dependent correlation with postoperative loss of reduction." Arthroscopy 39(11): 2273¿2280.